Event description:
It was reported that the pt came to the aac facility to replace a catheter. The pt said the catheter was hanging off. Pt went to dialysis. Dialysis nurse clamped the catheter so that the pt would not lose any blood.

Manufacturer narrative:
One 15.5f x 28cm titan catheter was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The catheter hub, extensions and lumen were covered with an excessive amount of adhesive residue. A visual examination of the catheter revealed that the lumen is completely severed approx 0.3cm from the hub. The cut is at an angle and the points closest to the hub and furthest from the hub are in a v shape. The v edge further from the hub has a very small area approx 0.1cm in length that is jagged. The corresponding edge of the severed lumen is also jagged. All of the remaining edges are smooth. This is indicative of the lumen being almost completely severed with scissors, leaving a section hanging (as stated on the incident report). The cut on the lumen was duplicated by snipping the lumen with a pair of scissors. The catheter functioned without incident for longer than two months. The incident reported stated that the pt went to dialysis prior to the incident and that there was no reported blood loss after the cut to the catheter was noted during dialysis. Damage to the lumen in this location would have resulted in bleeding. We are unable to determine at what point the cut to the lumen occurred; however, there is no evidence of a manufacturing defect.